Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C61072 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Concurrent conditions included adenomyosis, endometriosis, paratubal cyst and pelvic adhesions. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), libido decreased ("decreased libido"), irritability ("irritability"), abdominal distension ("bloating"), memory impairment ("impaired memory"), disturbance in attention ("impaired concentration"), myalgia ("muscle aches/arthralgias/joint pain"), arthralgia ("muscle aches/arthralgias/joint pain") and sleep disorder ("sleep disturbances") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, psychological trauma, fatigue, migraine, headache, weight increased, libido decreased, irritability, abdominal distension, memory impairment, disturbance in attention, myalgia, arthralgia and sleep disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, disturbance in attention, dyspareunia, fatigue, headache, irritability, libido decreased, memory impairment, menorrhagia, migraine, myalgia, pelvic pain, psychological trauma, sleep disorder and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia(heavy menstrual bleeding). Number of proximal coils: 4 on left cornua and 2 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test unspecified- bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia . Most recent follow-up information incorporated above includes: on 17-sep-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C61072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Concurrent conditions included adenomyosis, endometriosis, paratubal cyst and pelvic adhesions. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), libido decreased ("decreased libido"), irritability ("irritability"), abdominal distension ("bloating"), memory impairment ("impaired memory"), disturbance in attention ("impaired concentration"), myalgia ("muscle aches/arthralgias/joint pain"), arthralgia ("muscle aches/arthralgias/joint pain") and sleep disorder ("sleep disturbances") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, psychological trauma, fatigue, migraine, headache, weight increased, libido decreased, irritability, abdominal distension, memory impairment, disturbance in attention, myalgia, arthralgia and sleep disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, disturbance in attention, dyspareunia, fatigue, headache, irritability, libido decreased, memory impairment, menorrhagia, migraine, myalgia, pelvic pain, psychological trauma, sleep disorder and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia(heavy menstrual bleeding). Number of proximal coils: 4 on left cornua and 2 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test unspecified- bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 8-sep-2020: medical record received. Lot number, reporters information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C61072 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Concurrent conditions included adenomyosis, endometriosis, paratubal cyst and pelvic adhesions. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), libido decreased ("decreased libido"), irritability ("irritability"), abdominal distension ("bloating"), memory impairment ("impaired memory"), disturbance in attention ("impaired concentration"), myalgia ("muscle aches/arthralgias/joint pain"), arthralgia ("muscle aches/arthalgias/joint pain") and sleep disorder ("sleep disturbances") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, psychological trauma, fatigue, migraine, headache, weight increased, libido decreased, irritability, abdominal distension, memory impairment, disturbance in attention, myalgia, arthralgia and sleep disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, disturbance in attention, dyspareunia, fatigue, headache, irritability, libido decreased, memory impairment, menorrhagia, migraine, myalgia, pelvic pain, psychological trauma, sleep disorder and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia(heavy menstrual bleeding). Number of proximal coils: 4 on left cornua and 2 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test unspecified- bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Lot number ( c61072 ) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), libido decreased ("decreased libido"), irritability ("irritability"), abdominal distension ("bloating"), memory impairment ("impaired memory"), disturbance in attention ("impaired concentration"), myalgia ("muscle aches/ arthralgias/ joint pain"), arthralgia ("muscle aches/ arthralgias/ joint pain") and sleep disorder ("sleep disturbances") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, psychological trauma, fatigue, migraine, headache, weight increased, libido decreased, irritability, abdominal distension, memory impairment, disturbance in attention, myalgia, arthralgia and sleep disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, disturbance in attention, dyspareunia, fatigue, headache, irritability, libido decreased, memory impairment, menorrhagia, migraine, myalgia, pelvic pain, psychological trauma, sleep disorder and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia(heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test unspecified- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received- case becomes incident. Event injury was removed. New events pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding, psych injury, fatigue, migraine, headaches, weight gain, decreased libido, irritability, bloating, impaired memory, impaired concentration, muscle aches/ arthralgia¿s/ joint pain, sleep disturbances were added. Explant date was added. Product indication was updated. Lab data was added. Patients date of birth was added. Reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.